Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. A reagent issue can be excluded as there were no further cases and the correct rerun values were measured using the same reagent. The field service engineer cleaned cell rinse tubes and valves. The cell rinse levels were adjusted. The analyzer was confirmed to be running back within specifications. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested for multiple analytes on a cobas c 503 analytical unit. The customer provided data for two patient samples that had discrepant results for creatinine plus ver.2. The samples were repeated since the initial values were questioned by a doctor. The first sample initially resulted in a creatinine value of 14 umol/l and it repeated as 202 umol/l. The second sample initially resulted in a creatinine value of 37 umol/l and it repeated as 131 umol/l. The repeat values were deemed correct.